Event description:
There is an internal piece on the reamer that's broken. This was a tha procedure.

Manufacturer narrative:
Reported event: it was reported that there is an internal piece on the reamer that's broken. Product evaluation and results: not performed as the product was lost and hence was not available for evaluation. Product history review: review of device history records show (B)(4) devices were manufactured and accepted into final stock on 11/05/2015 with no reported discrepancies. Complaint history review: a review of complaints related to p/n 209063,prodex lot 32041015 shows no additional complaint(s) related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
There is an internal piece on the reamer that's broken. This was a tha procedure.